Event description:
Patient reportedly was not able to couple the charger with the ipg. Patient went through pocket revision. Patient still experienced charging problems and reported communication problems. Ab representatives performed device evaluation. The testing performed confirmed the problem. The recommendation was made to perform pocket revision and to replace the ipg. Revision surgery to be scheduled.